Event description:
Event description guidant received information that this pacemaker was explanted after being implanted for 31 months for normal battery depletion. Upon receipt at guidant's reliability assurance laboratory, a longevity calculation was performed based on the available parameters of this device, which revealed an expected longevity of 37 months. Therefore, further detailed analysis was required.